Event description:
Ob/gyn physician reported 4 cases where staples came off on post-op day 1-2. In 2 cases, the staples detached from the skin with removal of the bandage. In one case, the 2 staples came off after the pt had an episode of coughing and in the last case, one staple came off after the pt vomitted.